Manufacturer narrative:
H3: analysis of the b3300542m sensight lead (serial number (B)(6)) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: va31j6sv77, ubd: 15-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, the lead impedance of the lead b3300542m 0.5mm 42cm marker was found to be too high. Additionally, the impedance of the accy b31040 lead test cable was also found to be too high during the operation. Contributing factors and troubleshooting measures were unknown. The issue was resolved by replacing both the lead and the test cable on the same day to complete the surgery. Additional information was received reporting that the impedance issue was discovered before implantation. This information has been confirmed with the physician.